Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain / pain pelvic area') in a 37-year-old female patient who had essure (batch no. C40242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent urinary tract infection. Concurrent conditions included diabetes mellitus, general anesthesia, cesarean section, foot injury, joint pain and foot pain. Concomitant products included ranitidine hydrochloride (zantac) since 2001 for gerd as well as ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the abdominal pain was resolving and the dyspareunia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff claimed of receiving treatment for pelvic/abdominal pain and general abnormal bleeding, psych injury. Discrepancy noted as removal date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on 06-aug-2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events general abnormal bleeding, menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain / pain pelvic area') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C40242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent urinary tract infection. Concurrent conditions included diabetes mellitus, general anesthesia, cesarean section, foot injury, joint pain and foot pain. Concomitant products included ranitidine hydrochloride (zantac) since 2001 for gerd. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the genital haemorrhage, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff claimed of receiving treatment for pelvic/abdominal pain and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality-safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain / pain pelvic area') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C40242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent urinary tract infection. Concurrent conditions included diabetes mellitus, general anesthesia, cesarean section, foot injury, joint pain and foot pain. Concomitant products included ranitidine hydrochloride (zantac) since 2001 for gerd. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the genital haemorrhage, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff claimed of receiving treatment for pelvic/abdominal pain and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events: general abnormal bleeding, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression & mental anguish, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.